Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) who reported that the patient's initial implant done in (B)(6) 2013 had pocket erosion and needed to be removed. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.